Event description:
On (B)(6) 2010, pt reported up button on infusion device was not functioning properly. This was noticed one week prior to report and has become worse. Up button pops up after it is pressed. Infusion device was not dropped or exposed to water or insulin ingress. Pt has used this infusion device for 2 yrs and boluses approx 6 times per day. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a healthcare professional or second party to address the issue.